Manufacturer narrative:
(B)(4). Describe event or problem - correction to statement "dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, of an adverse event and an alert that did not sound for a low on the g5 mobile application."

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, of an adverse event and an alert that did not sound for a low on the g5 mobile application.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 03/31/2017 that on (B)(6) 2017, of an adverse event and an alert that did not sound for a low on the g5 mobile application. Patient's boyfriend was alerted to the patient's low on the follow application. Patient's boyfriend contacted patient's mother who lives with patient. Patient's mother checked patient and confirmed she was "very low." A patient's finger stick (fs) value entered into the continuous glucose monitor (cgm) was 31 mg/dl. Patient's mother treated patient with juice. At the time of contact, patient is fine. No further event or patient information is available. Data was provided for evaluation. The reported no audio alerts was not confirmed via data. Patient's estimated glucose values passed the low and urgent low thresholds, and both times alert was received and sounded with a minimum 81% volume of the selected sounds. No defect found; no root cause to be determined.